Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient underwent another procedure on (B)(6) 2006 and perigee was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, organ perforation and bleeding. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and perigee (ams) was implanted due to pelvic organ prolapse by dr. (B)(6). It was reported that the patient underwent revision surgeries on (B)(6) 2006 and (B)(6) 2009 due to recurrence.